Manufacturer narrative:
(B)(4). Customer has provided event logs and data set and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Biomed requests assistance with reading event logs and alarm messages. Heparin drip infusion on acute ICU pt, at completion no audible tone was heard by primary rn. The customer believes the pump then ran in kvo. Biomed does not know if rn programmed a "delayed start" infusion, and requests an event log review to determine programming and alarms for heparin infusion. Rn did not realize infusion completed, labs were drawn, pt in therapeutic range, then heparin infusion resumed, no adverse effects to pt reported. Customer states that no further pt or event info is available.